Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push. The customer¿s blood glucose level was 318 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer also stated that the insulin pump had off no power alarm after low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test verify weak signal alarm, charge/battery lasts less than expected, failed battery test and unexpected battery power loss due to buttons not responding.